Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue injury as listed in the mitraclip g4 clip delivery system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on available information, the cause of the reported tissue injury is due to procedural conditions. Moreover, the cause of the reported imaging issue is challenging patient anatomy. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue injury. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4, with restricted leaflets. Reportedly, there were imaging issues due to a rotated heart so a pediatric echo probe was used. The mitraclip was advanced to the valve. The leaflets were grasped, but the grasp was not reducing mr significantly, so the device was removed; however, torn chordae on the posterior leaflet was noted and mr remained at grade 4. There was no clinically significant delay. No additional information was provided.